Manufacturer narrative:
Meter (B)(6) has been returned and investigated with retained batteries. Visual inspection has been performed on the returned meter and no issues were observed. Inserted the retain batteries into the returned meter and the indicator light did not flash. Meter did power on with button depression. No malfunction or product deficiency was identified. The issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (additional mfg narrative) was incorrectly updated in the initial report. Correction has been made.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle optium neo meter is 5 years. As the manufacturing date of this product is (B)(6). 2018, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.